Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 14.5 mm from the distal end. There was scratch on the probe. The fracture surface of the probe showed that crack developed. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked when the user activated output contacting with metal or something hard object or when the user scraped tissue or coagulum on the probe with a sharp object. Besides the probe was broken off when the probe was subjected to a load. The instruction manual of the device has already warned as follows; do not contact the probe with any hard objects (e.g., metal clips, uterine manipulator, or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, and this may lead to damage or detachment. When the probe is contaminated by carbonized tissue, use a piece of moistened, soft gauze to remove the tissue. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the probe may be scratched or break and detach into the body cavity during ultrasonic output.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the subject device did not activate output well. When the user checked the subject device outside the patient body the probe broke off. There was no patient injury reported. No further information was provided. This is the report regarding the breakage of the probe.